Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also mentioned that the customer's insulin pump has a black circle on the display, and the customer received excessive no delivery alarms. No additional information was provided.